Manufacturer narrative:
The report status: pt was revised to address loosening and mal-positioning of the cup. Doi 1994 - dor 2009 (left side). Examination of the returned item and review of the device history records did not reveal any related product problems, mfg deviations or anomalies. The investigation could not verify or identify any evidence of product error/contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address loosening and malpositioning of the cup.